Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient's ins battery has been dead for years and the patient can't put the ins in MRI mode. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. Additional information was received from the patient stating the implantable neurostimulator (ins) died 3 years ago in 2022. They kept trying to charge the device but it wouldn't charge. They didn't undergo any troubleshooting as the device was not helping anyway.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating the implantable neurostimulator (ins) died 3 years ago in 2022. They kept trying to charge the device but it wouldn't charge. They didn't undergo any troubleshooting as the device was not helping anyway. Additional information was received from a patient stating they first noticed the stimulator battery was dead/depleted in 2024. Patient reports they charged it correctly; it just got old. Patient will not be taking any steps to resolve the depleted stimulator battery. Patient would like to have the device removed someday.